Event description:
Customer's wife reports back to back testing on the same meter while using the aviva system with results of: 396mg/dl to 178mg/dl, 396mg/dl to 147mg/dl. L1 quality controls were run prior to the call and were reported in range. No adverse event reported. A request was made for return of the suspect product, and a replacement was sent.